Event description:
The image guided biopsy needle was inserted into the brain. The user was unable to aspirate because of an occlusion in the inner cannula of the device. The user removed the needle from the brain. He then performed an open procedure in order to obtain the tissue sample.